Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Two patient alerts for out of tolerance subthreshold lead impedance occured on (B)(6) 2013. The weekly pace lead trend data show an abrupt increase for maximum ventricular bipolar pace impedance from 798 to 4047 ohms peak between (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 21995 counts in 6.91 days between (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Fifteen ventricular non-sustained tachycardia episode <(><<)>=210 ms occurred on (B)(6) 2013. Seventeen ventricular fibrillation episodes <(><<)>=210 ms average occurred between (B)(6) 2013. Concomitant medical products: 694458 implantable tachy lead: 4193 implantable pacing lead: (B)(6) 2004. 5076 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The pace/sense portion the right ventricular (rv) lead was exhibiting high impedance, oversensing was noted on the electrograms, and a fracture was suspected. Additionally, the device battery voltage was lower than expected. The pace/sense portion of the rv lead was capped and a new pacing lead was implanted. The high voltage portion of the lead remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.